Event description:
Drive medical has received a letter from claimant's attorney on an incident involving a manual hydraulic pt lift imported and distributed by drive medical. The claimant's attorney stated that the pt has been using this lift to raise himself. On the date of event, the "s" hook of the chain allegedly broke causing him to fall and sustain injury. An ambulance was called and transported the pt to the hospital. According to the ambulance assessment, the pt had "pain without deformity in l hip, no other trauma noted." However according to the attorney letter, the pt was hospitalized as a result of the incident. The attorney refused to provide details and the reason for pt's hospitalization. This MDR report is base on the information provided by the claimant and his attorney.